Manufacturer narrative:
The insulin pump was received with currents within specifications. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Vibrator alarm works properly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting found that the pump self test failed for the vibrate feature and the feature does not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.